Event description:
Post acl repair using the intrafix product a patient had a reaction which was treated by the surgeon. The patient was treated and immediately got better. The mitek sales rep reported that the surgeon believes the intrafix screw was the result of the patient reaction. Mitek worldwide would like to report conservatively and list the other products and lot numbers associated with this event. The other product and lot numbers involved are: product 254601, lot number 0308052, product 210133, lot number 0309203.